Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that during a patient follow up, this pacemaker recorded a vt episode due to noise being oversensed on the right ventricular (rv) lead while the device was providing sensor-driven pacing. The episode last for about three seconds. The leads were tested and all measurements were in normal range. The noise was not able to be reproduced. (B)(4) technical services (ts) was contacted and a consultant discussed that the noise observed is most likely from an external electromagnetic interference (emi) source. Additional troubleshooting was discussed. No adverse patient effects were reported. The device and rv lead remains implanted and in service.